Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Lastly, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. The customer's blood glucose was 129-193 mg/dl.